Manufacturer narrative:
The insulin pump passed functional testing. No unexpected alarms were noted. The insulin pump was received with cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, minor scratched display window and a missing end cap sticker.

Event description:
It was reported the customer received a no delivery alarm during a bolus delivery. Troubleshooting found insulin was able to exit from the tubing during a fixed prime. The customer was advised the alarm may be caused by a site related issue, a bent cannula, or site occlusion. Customer also reported there was a crack their bolus button, extending to their reservoir window. Customer's blood glucose was "3.8 mg/dl." The customer was advised their insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in the event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.